Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device would not power on due to a failed motor, the machined head and screws were damaged, the reciprocating arm was worn, the ball plunger and lever were missing, and swivel seal had a surface issue, and the device was out of calibration. The machined head, screws, reciprocating arm, ball plunger, lever, swivel, bearings, motor, and sleeve were replaced, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: sweden.

Event description:
It was reported during maintenance that the following failure descriptions were noted: damaged machined head and missing reciprocation arm. The ball plunger is missing from the adjustment lever and the sealing rubber on the swivel is damaged. Additionally, the unit had a motor failure: difficult to start and stalls. There was no patient involvement. Due diligence is complete, there is no additional information available.